Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. Following predilation, a 20x3.00mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. However, it was noticed that the distal edge portion of the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
The stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured using snap gauge and the result was within the maximum crimped stent profile measurement. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. Following predilation, a 20x3.00mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. However, it was noticed that the distal edge portion of the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.